Event description:
While monitoring vv echmo, 27 fr avalon elite double lumen cannula was being used during ECMO. Cardiohelp air detection alarm triggered at the time pt was asleep. Circuit clamped and flow stopped. While repriming, circuit was noted to be cracked just distal to the bifurcation. Diagnosis or reason for use: acute renal failure. MFR reported as novosci, (B)(4).